Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that the device could not be programmed and it was confirmed by x-ray that the stepping motor detached from the base plate. As a result, the device will be revised.